Event description:
It was reported by the affiliate that (1) tsb45 was used during a laparoscopic wedge resection procedure. It was reported by the affiliate that the instrument would not cut the tissue well. A new instrument was used to finish the case. No adverse outcome to the pt.